Event description:
It was reported that, during the explant procedure of the right atrial lead, this right ventricular lead experienced dislodgement and the lead body was damaged. It was decided to explant and replaced this lead. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, the outcome is likely linked to the correlated procedure in which the product was involved. Please refer to the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during the explant procedure of the right atrial lead, this right ventricular lead experienced dislodgement and the lead body was damaged. It was decided to explant and replaced this lead. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.